Event description:
It was reported by dealer that he is getting e19 error when he was troubleshooting with tech service possible joystick fault. Dealer states one motor is leaking oil. Dealer hung up before being transferred to complaint team. The caller has no further information to provide.